Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It was reported the xience v stent was successfully implanted; however during an ultrasound, the ivus catheter met resistance during retraction and the stent was explanted. Factors that could contribute to the reported difficulties include, but are not limited to, interaction of the catheter with the stent implant if the stent is not fully expanded and apposed, damage to the stent or to the catheter. There was no note of any damage to the stent implant observed prior to the procedure, which may suggest that a product deficiency did not contribute to the difficulties experienced. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database was performed and there has been no similar incidents reported for device damaged by another device for this lot. There is no indication of a lot specific product quality deficiency. In this case, the reported device damaged by another device appears to be related to the operational context of the procedure. All stent delivery systems are subjected to a 100% visual inspection. In addition, a quality control audit inspection is used to verify the product quality.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the lesion was in the mildly tortuous, moderately calcified left anterior descending artery. After the xience v stent was implanted at 10 atmospheres and then inflated to 12 atmospheres, a non-abbott intra-vascular ultrasound (ivus) catheter was advanced. However, the probe of the ivus catheter became caught on the implanted xience v stent when the ivus was being retracted after ivus examination. The ivus, the stent implant and the guide catheter were all removed from the vessel as single unit. A new xience v stent was implanted to treat the lesion. No adverse patient sequelae were reported. The physician commented that this occurred due to an issue with the ivus probe, and not with the stent implant. No additional information was provided.

Event description:
Subsequent to the medwatch report being filed, the following additional information was received: the probe of the intra-vascular ultrasound (ivus) catheter became caught on the implanted xience v stent and the deployed xience v stent became damaged, as the length of the expanded stent implant became shortened, and the xience v was shifted proximal when the ivus was being retracted after ivus examination. A new xience v stent was implanted in the proximal to distal left anterior descending artery to treat the lesion. No adverse patient sequelae were reported. The physician commented that this may have occurred due to an issue with the ivus probe, but he did not mean this specific ivus probe was defective, he was referring to the structural issue/design issue of the ivus. No additional information was provided.